Event description:
It was reported that following a left heart catheterization (lhc) using intravascular ultrasound (ivus), an angio-seal was used. On the same day, the patient came back to the hospital with severe claudication and pain. A femoral angiogram revealed vascular occlusion at the common femoral artery and superficial femoral artery (sfa) bifurcation. Surgery was performed and all of the angio-seal components were removed from the right femoral artery (rfa). The patient was discharged and has recovered.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined; however, all of the angio-seal components were intra-arterial. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.